Event description:
The customer reported that the manual exposure button stuck and it sounded like the system continued to expose after the x-ray switch was released. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply and a cable were replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.